Event description:
01/26/2018 05:12:04 rfc_repairs (rfc_repairs) po for (B)(6) . If unit requires more then approved quote for level 1 repair, please send quote as needed. Error code: 351.6740.0. 02/08/2018 08:29:20 (B)(6) . Unit called out in zsm0054 for the syr/pca gripper recall dom nov 2017. Claws operate properly. Unit will ship, no delay for qp training. Recalls: none. Repair: customer: alarm/error codes/messages: 351.6740,351.6660: found worn. Split nuts (common for these errors). Rear case: cracks: lt/fr/edg/small/multi, bot/rt/mid/scr; dents: bot/rt/edg/2x, bot/rt/rr/cnr, bot/lt@patent label: replaced rear case. Barrel clamp: cracked: repalced barrel clamp, seal, & bushing. Tube drive: bent (lt): replaced tube drive, sleeve, & seal. Lt iui: intermittent comms; noted some oxidation: repalced left iui. Inspected connections, cables, pcboards (all good) rt iui: damaged ribs: replaced rt iui. Module latch: worn actuator / leaf spring: could affect comms if loose: replaced actuator & leaf spring. Recheck communications: good. Incidenatl repair parts: 2 feet, 2 labels. Unable to remove residue from flange gripper (replaced). Maintenance actions: calibration completed. P/m completed. Tamper seal: void: previously cut at case seam. 02/08/2018 10:45:47 (B)(6). (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. This device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).